Event description:
Per the clinic, a skin breakdown had developed at the implant site, exposing the receiver/stimulator. The patient was treated with topical antibiotics (specific date and duration not reported) however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2024 and the recipient was reimplanted with another cochlear device on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (date not reported). Device analysis report attached.